Event description:
5% dextrose in 45% natural saline (ns) was infusing in the primary IV fluid line. 20meq of kcl IV piggy back (ivpb) was started as secondary infusion and programmed per the smart pump. Ivpb had free flow back into primary IV fluid bag. The entire kcl bag filled drip chamber and primary fluid bag. Nursing staff question the back check valve.======================manufacturer response for IV tubing, smartsite infusion set (per site reporter)======================carefusion customer advocacy representative notified by nursing clinical manager. Primary and secondary tubing sent to company for manufacturer investigation.